Event description:
Mother reported, the pt was taken to the hospital for a general check-up and reassessment of his blood glucose levels, and the physician believed the infusion device was not delivering the correct amount of insulin. Pt switched to his backup infusion device, and his blood glucose returned to normal. The infusion device was requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.